Manufacturer narrative:
As reported, a 3x100mm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was inserted and inflated after a guidewire crossed the lesion. However, it ruptured within its nominal pressure. There was no reported patient injury. The vessel level of calcification is severe. The vessel level of angulation and tortuosity is mild. The device was prepped per the instructions for use (IFU). The device was prep normally. The contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. There was no leakage noted from the balloon, shaft, hub, or unknown segment. The maximum inflation pressure was eight (8) atmospheres pressure (atm). The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The device was removed intact (in one piece) from the patient. The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review of lot 17398905 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (severe calcification with mild angulation/tortuosity) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can damage the balloon. According to the information for safety in the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. (B)(4). Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber rx pta (3mm10cm155) balloon catheter was inserted and inflated after a guidewire crossed the lesion. However, it ruptured within its nominal pressure. There was no reported patient injury. The vessel level of calcification is severe. The vessel level of angulation and tortuosity is mild. The device was prepped per the instructions for use (IFU). The device was prep normally. The contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. There was no leakage noted from the balloon, shaft, hub, or unknown segment. The maximum inflation pressure was 8-atmospheres pressure (atm). The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The device was removed intact (in one piece) from the patient. The device will not be returned for evaluation as the device was discarded due to patient¿s suspicious infectious disease.